Event description:
It was reported that the patient informed his physician that his inflatable penile prosthesis (ipp) pump would go flat when squeezed and the cylinders would not inflate. The patient indicated that they were experiencing pain and discomfort located in the shaft of the penis. Upon examination, the physician noted what they believed to be a cylinder aneurysm and decided to replace the ipp. During explant, it was observed that the cylinders had an aneurysm which was most likely due to wear and tear. The aneurysm in both cylinders led to a suspected hole causing fluid loss which prevented the pump from refilling causing it to remain depressed. There were no further patient complications.